Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.0/1.0/89, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a different diopter lens. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic broken /stretched out. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).